Manufacturer narrative:
Correction a4 patient weight.

Event description:
Additional information indicates that x-ray imaging revealed that patients lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein lead was partial explanted and a new lead was implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.